Manufacturer narrative:
We received one double dpt - vamp adult kit for examination. Dry blood was visible at the sample site of the vamp system. The pressure tubing had been detached from the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on approximately less than 50% tubing bond surface area. Tubing od was measured 0.1405", near the point of detachment and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
As reported, during use in patient, this dpt (disposable pressure transducer) separated from the vamp on the patient side and the error message "a-cannular trace is missing" was displayed in the bedside monitor. Blood pressure measurements were normal; however, the waveform displayed on the screen was not optimal, as something was wrong with the signal received. Then, customer noticed that the set was separated from the vamp and it was not possible to connect it again. Fortunately, the artery cannular (it is not an edwards device) did not function correctly and the patient did not bleed, thus there was not any injury. Replacing the set for another one the issue was solved.